Event description:
The facility reports a female pt had been bathed in the lifter. As the nurse was drying the pt, the pt moved on the seat and the hoist tipped over. The safety belt had been removed from the pt during the drying procedure and the brakes had been applied. The pt sustained a right ankle fracture.